Manufacturer narrative:
Sample not returned to manufacturer at this time. The results of the investigation are not available at the time of this report. A follow-up report will be sent when completed.

Event description:
The event is reported as: the emitted staple is not appropriate in shape. Not forming properly. No patient injury reported.